Event description:
It was reported that three days after insertion of the iab, the pt experienced ventricular tachycardia. Upon further investigation, blood was noted in the helium tubing. The iab was removed and a replacement wasn't indicated. There were no further complications.